Event description:
A pt's daughter contacted zoll customer support to report a burning smell from the charger/modem. When a pt's service rep (psr) visited the pt to troubleshoot, the psr also reported that the charger/modem prompted that there was a problem. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (burning smell/charger problem) has been confirmed. As received, the q1 transistor was shorted in the battery circuit on the bedside board, which was also contaminated. The cause of the charger problem is the shorted q1 transistor. The q1 transistor controls the current flow to the battery while charging. The cause of the shorted transistor and burning smell is the contamination on the battery board. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the damaged transistor or contaminated board. The pt received a replacement charger/modem.